Event description:
The customer contacted stryker to report that their device stopped working. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The sales representative confirmed that the device is working fine with the new battery. Therefore, the root cause of the reported issue was due to a faulty battery.

Event description:
The customer contacted stryker to report that their device stopped working. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement battery. The device was not returned to stryker.